Manufacturer narrative:
Analysis of the pump revealed motor gear train anomaly, corrosion and/or wear and/or lubrication; stall due to shaft bearing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump experienced a motor stall which did not recover. The stall occurred on (B)(6) 2013. The patient heard a very loud alarm that occurred three times and noted that it got louder each time. However, the patient reported it was not the critical or non-critical alarm but rather something very different. The patient experienced pain and underdose symptoms including lightheadedness and then he passed out. The patient also had less than 50% therapy relief. The patient went to the emergency room on (B)(6) 2013 to be treated. He then saw the pain physician on (B)(6) 2013. The physician did not fill the pump as planned but rather tried to restart the pump. However, it immediately went back to a motor stall. The patient returned to the physician¿s clinic on (B)(6) 2013 and the logs were checked which indicated the pump was still in the motor stall. The patient was going to be scheduled for a replacement. This device system delivered baclofen and morphine. It was further reported that the pump was replaced and proper therapy has returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc lot# n150032033, implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.